Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used during a dilation procedure performed on (B)(6) 2021. During the procedure, the balloon was inflated to 13.5mm; however, upon attempting to reach 15mm, the balloon burst. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of the event.

Manufacturer narrative:
Block h6: device code a0402 captures the reportable event of balloon burst. Block h10: investigation result a visual examination of the returned complaint device found that the balloon and the catheter did not have any damages. Functional evaluation was performed by attaching the device into an alliance inflation system, the balloon was inflated without problem; however, the balloon would not hold pressure because it bursts in the the middle section of the body of the balloon, therefore the reported issue of balloon burst was confirmed. The burst failure is likely due to factors encountered during the procedure, such as the interaction with scope and other sharp devices during the procedure that could create friction on the balloon, resulting in a balloon burst. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used during a dilation procedure performed on (B)(6) 2021. During the procedure, the balloon was inflated to 13.5mm; however, upon attempting to reach 15mm, the balloon burst. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of the event.